Event description:
De novo implant on (B)(6) 2023 suspicion of lead dislodgement through home monitoring. Patient seen on (B)(6) 2023 confirming atrial lead in ventricle. Atrial lead re-positioned on (B)(6) 2023.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.